Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and displayable history crc check failed on startup. The customer¿s blood glucose level was 354 mg/dl. Customer stated his pump is delivering insulin since he is experiencing high blood glucose level. Troubleshoot for failed battery test alarm was performed and customer reported that compartment is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated the alarms that occurred today were as follows weak battery, bad battery, battery out limit, low battery, and displayable history crc check failed on startup. Additionally the customer reported about the high blood glucose and customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no weak battery alarm, failed battery test, low battery alert and unexpected battery out limit alarm noted. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.